Event description:
It was reported that saline leaked back into the bd discardit¿ ii syringe while drawing up the pfizer vaccine. The following information was provided by the initial reporter: "we have had issues recently with this lot, while drawing up pfizer vaccines, the saline leaked back into the syringe."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for device evaluation. No samples (including photos) were returned for the reported issue of ¿leakage¿ with lot # 1061114 regarding material # 300846, so retention samples were used for the investigation. The DHR of material # 300846 with lot # 1061114 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for leakage and no leakage was found in the ten retention samples. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. The complaint cannot be investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
No additional information.